Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 esp representative was on call to evaluate and troubleshoot the unit. The representative reported that the customer reported the alarm had only occurred one time. It was verified that there was no blood or discoloration in the helium tubing and all connections were secure. The iab fill and start keys were used to restart therapy prior to calling the espr representative verified that those are the correct steps should a gas loss alarm occur again. The esp representative explained how the patient¿s condition could be contributing to the alarm. The nurse verbalizes that the patient may have been having a coughing episode when the alarm occurred. The esp representative also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. The representative encouraged the nurse to call back if any other issues continue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6) rn called into the emergency support program line to request assistance with understanding a gas loss alarm on the cardiosave. (B)(6) reported the alarm had only occurred one time during her shift. She had verified there was no blood or discoloration in the helium tubing and that all connections were secure. She had used the iab fill and start keys to restart therapy prior to calling, and esp personnel confirmed those were the correct steps to follow should a gas loss alarm occur again. Esp personnel reviewed the nature of the alarm with (B)(6) and explained how the patient¿s condition could be contributing to the alarm. (B)(6) verbalized that the patient may have been experiencing a coughing episode when the alarm occurred. Esp personnel also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Additionally, esp personnel encouraged (B)(6) to contact the 1-800 number if the alarms continued more than 2 to 3 times per hour. (B)(6) was appreciative of the support. No harm or injury to the patient was reported.